Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Na.

Manufacturer narrative:
Event estimated dates. As this event is from a literature review, the device was not requested. A follow-up report will be submitted with all additional relevant information. Literature: "stroke after transcatheter edge-to-edge mitral valve repair: a systematic review and meta-analysis.

Event description:
This is filed to report stroke, atrial fibrillation, hemorrhage and blood transfusion. It was reported through a research article identifying mitraclip devices that may be related to the following: stroke, atrial fibrillation, hemorrhage and blood transfusion. Specific patient information is documented as unknown. Details are listed in the article, titled, "stroke after transcatheter edge-to-edge mitral valve repair: a systematic review and meta-analysis."no additional information was provided.

Manufacturer narrative:
B3, d6- estimated dates. The UDI is unknown as the part and lot number were not provided. The devices referenced in the article were not returned for analysis. The lot history record (lhr) and similar complaint review were not performed because this complaint was based on an article review and no device/lot information was provided. A conclusive cause for the reported cerebrovascular accidents, atrial fibrillation and hemorrhage cannot not be determined. The reported hemorrhage is likely the result of procedural conditions. The reported patient effects of atrial fibrillation, cerebrovascular accident, and hemorrhage as listed in the mitraclip system instructions for use), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.